Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Patient identifier complete entry (B)(6). All available patient information was included. Additional patient details are not available.  This report is being filed on an international product, list number 6p01-55 that has a similar product distributed in the us, list number 6p01-60.

Event description:
The customer observed false reactive alinity s hiv ag/ab results for a patient. The following data was provided: on (B)(6) 2022 sample ID (B)(6) initial result = 26.11 s/co. Repeat result = 26.84 s/co, 25.41 s/co, 46.09 s/co, 38.81 s/co. Results on edta = negative, plasma = negative, and nat = invalid. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false reactive alinity s hiv ag/ab results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Trending review determined no related trend for the issue and the product. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the complaint lot number and issue. The overall reactive rates of list number (B)(4), lot 42225be00, across (B)(4), applicable peer sites, and across all ous customer sites were collected and assessed. Across all ous blood screening customers, the initial reactive rate (irr), repeat reactive rate (rrr), and specificity (assuming zero prevalence) observed for lot 42225be00 is within product requirements, and comparable to other lots analyzed in the comparison. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation the alinity s hiv ag/ab reagent lot 42225be00 is performing as intended, no systemic issue or deficiency was identified. This report is being filed on an international product, list number (B)(4) that has a similar product distributed in the us, list number (B)(4).